Manufacturer narrative:
Exact date unknown, event occurred approximately three months ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure and doing well postoperatively. The explanted ipg was disposed by the facility.